Event description:
The reporter contacted animas on (B)(6) 2014 reporting that the patient is having issues with the pump and infusion sets. This leaves the patient¿s overnight blood glucose (bg) levels was 538mg/dl. The reporter stated that the patient six infusion sets and a lot of insulin over night. The patient stated that they were frustrated and did not want the pump anymore. There is no additional information at this time. This report is being made due to the hyperglycemic event the patient experienced while on insulin pump therapy.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 03/06/2017 with the following findings: the black box data from the date of the event had been overwritten due to continued use of the pump. The available daily insulin delivery totals correctly reflected the user's programmed basal rates. The pump passed a delivery accuracy test and was found to be delivering within the required range.